Event description:
It was reported that an em2400 valve set had a fault in the union between the valve set and the bag that caused the liquid to escape. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: lot 60409258 was manufactured from october 29, 2022 to october 31, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.